Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. No product was returned for investigation. Confirmation of the reported issue of missing sensor wire was not determined. A root cause could not be determined.